Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime test due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. Unit had minor scratched display window, cracked reservoir tube, cracked reservoir tube lip, scratched reservoir tube window and broken battery tube threads.

Event description:
The customer's wife reported via phone call that the customer is currently in the critical care unit. The customer experiencing dka 3 times: (B)(6) 2015, (B)(6) 2016, another time in (B)(6) 2016 and (B)(6) 2016. On (B)(6) 2016 the customer was hospitalized due to dka with a blood glucose level of 600+ mg/dl. (B)(6). The customer was treated via insulin drip; the customer was wearing the insulin pump at the time of the hospitalization. On (B)(6) 2016 the customer was hospitalized with blood glucose level of 32 mg/dl. On (B)(6) 2016 the customer's wife does not have the information regarding the hospitalization. On (B)(6) 2016 the customer was hospitalized with blood glucose of 800 mg/dl and is over 900 mg/dl today. The customer's wife declined to trouble shoot found a crack at the top of the reservoir chamber next to the black o ring about 1/2 inch long. The customer was advised that the device would be replaced and agreed to return the product for analysis.